Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n282429, implanted: (B)(6) 2011, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had a replacement last week. There are no other details at this time.

Event description:
It was reported that a patient had a communication problem. It was stated that the patient has not used her device in a year because she didn¿t have any trouble with pain. The patient stated she had a pain flare up on 2 days prior so she tried to charge her implant and use the patient programmer but neither would connect. It was stated that the patient has not charged the implant in a year. It was noted that the patient was redirected to their healthcare professional (hcp). It was later reported that the patient was seen by a manufacturer¿s representative on (B)(6) and it was confirmed that the implantable pulse generator (ipg) was overdischarged. It was stated that the patient spoke with the hcp about having a new system with sensor and surescan because of the patient¿s need for MRI and the benefits with adaptive stim. It was reported that the patient was fine. It was stated that they were awaiting authorization for device replacement. About 5 weeks later the patient had authorization to replace her device to an MRI safe system. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.